Event description:
Shortly after arriving in recovery room following general anesthetic (4 mins later) pt had symptoms of an obstructed airway and subsequent respiratory arrest. When connecting the ambu with tubing to the oxygen wall outlet, the tubing fell off the ambu and not able to reconnect through the white accordion tubing. The o2 tubing stuck in the pt's cheek and pt was mechanically ventilated only until second ambu available and connected. Pt recovered - no subsequent problems. Upon investigation of this product it was found that ambus with same lot number had the same problem. Co rep contacted and related to staff that the MFR was aware of the problem and this was the reason their product was on back order. When asked why hosps were not notified - received no reply. As of this date 11/26/96 this hosphas received no recall or alert status on this product - or any other official notification. Pt lives are at stake! Rptr is also returning a second ambu from same lot number with the same defective set up - found on inspection - not used on pt.